Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ctad blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: I would like to inform you of a problem with the filling of ctad tubes (product reference 367562 lot 9081676 ex 03/2020). Indeed, we use these tubes for dialysis units that collect directly from a central line. We have carried out several tests (change of lot, or sampling equipment), the tubes only fill to a maximum of 1/4. The black notch at the mid-tube is never reached.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® ctad blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: I would like to inform you of a problem with the filling of ctad tubes (product reference 367562, lot 9081676, ex 03/2020). Indeed, we use these tubes for dialysis units that collect directly from a central line. We have carried out several tests (change of lot, or sampling equipment), the tubes only fill to a maximum of 1/4. The black notch at the mid-tube is never reached.